Event description:
It was reported the catheter handle leaked.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a follow up report will be submitted. Date report submitted to FDA by manufacturer: 09/24/2010. Date the initial reporter provided the information to the manufacturer: 08/28/2010.